Event description:
Customer received discrepant sodium and/or potassium results for two patient samples. Initial sodium gave 24 mmol/l; repeat gave 136 mmol/l. Initial potassium gave 0.7 mmol/l; repeat gave 3.8 mmol/l. Erroneous results were not reported. Patients not adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
Customer received discrepant sodium and/or potassium results for two patient samples. Initial potassium gave 7.3 mmol/l; repeat gave 10.2 mmol/l. Erroneous results were not reported. Patients not adversely affected. If additional information is received, appropriate notification will be provided.